Manufacturer narrative:
Although requested, the device nor the event logs have been returned and the cause of the complaint is not known. Analysis identified that the device was not maintained in accordance with the manufacturer's recommendations. Per the device's instructions for use (IFU), defibtech recommends periodic maintenance every 18 months of use. Improper maintenance can cause the rmu-1000 acc not to function.

Event description:
A customer reported that during a rescue attempt, their arm device ceased delivering chest compressions and began flashing a warning indicator. In response, the device was removed from the patient and manual CPR was initiated. The patient was not resuscitated. Following the event, the customer conducted functional testing using a manikin. During testing, it was observed that the device's piston failed to adjust downward to contact the manikin's chest, thereby preventing the initiation of compressions.